Event description:
(B)(4): uncontrolled infusion: the staff connects noradrenaline infusion into the infusion pump because had a low blood pressure. The speed was set to 5 ml/h. A sudden raise of the pressure occurred and the speed was set to 0,5 - 1 ml/h. The staff discovered after 2 hours that the infusion bag (which contained 100 ml from the beginning) was almost empty without any visible leakage around. According to the infusion pump, 1,5 ml has totally been infused. The staff changes immediately to another infusion pump and the blood pressure drops with the same infusion speed and the staff then needs to increase the infusion speed to 7 ml/h in order to maintain adequate blood pressure. Reference MFR # 9610825-2014-00145.